Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked reservoir tube noted during visual inspection. All buttons functioned properly. However, the insulin pump had moisture damage was noted on keypad traces.

Event description:
Customer reported that the buttons on the insulin pump stick occasionally. Customer stated that this has happened three times with the down arrow. Blood glucose level was 151.2 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.